Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-602; svssa; triathlon prim cem fxd bplt #7; 5520b700; axl4h; triathlon symmetric x3 patella; 5550-g-360; 2m41; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
As reported: "patient underwent I&d with liner exchange [due to periprosthetic joint infection, right knee]".